Event description:
Pt's spouse reported one day after injection with unspecified juvederm in the lips the pt developed "excruciating" pain, swelling of the lip, and swelling of the tongue to the point where it was difficult for the pt to breathe. Pt went to the emergency room, the day after symptom onset, where they were treated with "benadryl, steroids, and a few other medications." F/u info provided by the pt's injecting healthcare professional confirmed pt was injected with juvederm ultra plus xc in the ips and subsequently developed "ecchymosis left lower lip with edema and angioneurotic edema." The pt told the healthcare professional they had been treated in the emergency room with "IV prednisone", a "breathing treatment", and benadryl. The healthcare professional believes the pt symptoms were possibly related to an allergic reaction to juvederm and additionally prescribed tylenol and a prednisone taper. Pt symptoms resolved approx 17 days after symptom onset.

Manufacturer narrative:
The events of pain, swelling, difficulty breathing, ecchymosis, "angioneurotic edema" and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.